Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported intermittent antenna icon.

Event description:
International distributor contacted dexcom technical support on (B)(6)2014 and claimed that on (B)(6) 2014 they were contacted by a patient who experienced a hardware failure on (B)(6) 2014. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom issued an rga for the patient to return the device to be investigated.